Manufacturer narrative:
(B)(4). Pt identifier, age/date of birth, sex, weight - this patient information applies to either sample 1 or sample 2. It could not be clarified which patient this information applied to. It was also stated that this patient was diagnosed with hemicranias continua and suffered from a known malignant disease 2 years ago. This patient was in stable condition and was taking paxil, enofine, and klonopin medications (start date is unknown).

Event description:
The customer stated that between (B)(6) 2018, they received questionable results for an unspecified number of patient samples tested for ise indirect na, ci for gen.2 (sodium, chloride) on a cobas 8000 ise module (c8kise). The customer provided data for a total of 26 patient samples. Of these, 19 had erroneous initial sodium results that were reported outside of the laboratory. The repeat results for these samples were believed to be correct. Refer to attachment 1 for all patient data. It was asked, but it could not be confirmed if data for samples 1 and 2 were from samples different than samples 17 through 19 or if this data was additional data from samples 17 through 19. The patients were not adversely affected. The sodium electrode lot number was f34. The electrode expiration date was asked for, but not provided. The field service engineer determined that the vacuum pressure was low. He performed a decontamination on the ise module and flowpath. He replaced diaphragms within the vacuum pump. He replaced a solenoid valve. He ran calibration, controls, and precision studies; all were within specifications. The investigation was unable to find a definitive root cause.